Event description:
Information received from the field does not address the patient's clinical status but notes intermittent atrial undersensing. The capture thresholds had increased to 5.5 v. The device was programmed to vvi.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received